Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely depressed glucose (glu) result obtained on a dimension vista 500 system. Siemens headquarters support center (hsc) completed the investigation of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the system and confirmed that the sample 1 probe required replacement. The part was replaced, and the system was returned to operation. No evidence of a glucose assay non-conformance was identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a patient serum sample on a dimension vista 500 system. The discordant result was not reported to the physician. The same sample was reprocessed the same day on an alternate dimension vista instrument. A higher correct result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed glucose result.